Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Clinical information review this patient was scheduled for cataract surgery in the left eye (os) the customer reported ¿a white foreign body was observed during the sculpt phase and was subsequently removed from patient's eye.¿ the surgeon observed the material within the red sheath of phacoemulsification (phaco) handpiece tip. The material was described as: ¿small, white, hard.¿ the material was aspirated into fluid management system (fms) causing occlusion. Fms had to be reprimed. The event occurred without harm to the patient per the description. There is no product/sample expected to be returned on this investigation. Additional related information was not provided, to date. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The phaco handpiece directions for use (dfu) includes the recommendations: thoroughly clean the handpiece before initial use and immediately after each subsequent use. Do not store or allow the handpiece to dry after use, until thoroughly cleaned. Preparation for point of use cleaning (immediately after use): step 1 remove the irrigation and aspiration tubing from the handpiece. Step 2 unplug the handpiece connector from the console and install the protective cap. Step 3 remove the infusion sleeve and tip from the handpiece using the tip wrench and discard according to surgical facility guidelines. The operator¿s manual notes consumable items used with the system during surgery are designed to be used once and then discarded, unless labeled otherwise. All packs contain directions for use (dfu). It is important to read and understand the dfu¿s prior to use. In all cases, the instrument setup instructions contained in the manual should be thoroughly understood prior to using any of the pack configurations. Precaution: if an inconsistency exists between the instructions in the operator¿s manual and the directions for use (dfu) supplied with a consumable pack or accessory, follow the dfu. Consumable evaluation one wet fms attached drain bag and one balanced salt solution (bss) bag was returned. The drain bag and bss bag had liquid inside in the returned condition. The drain bag, bss bag, and the fms was flushed thoroughly using a console and the material was collected in a water container, collected, filtered and analyzed by the particle lab. We did observed the filtrate from the returned sample generated post-surgical residue; visco-elastic, and lint material. Microscopic examination showed numerous white particles up to approximately 470micrometers in length on several of the filters. The white particles were isolated and analyzed using the scanning electron microscope (sem) equipped with an edax energy dispersive x-ray spectrometer (eds). Eds analysis of the white particles identified carbon (c), oxygen (o), sodium (na), phosphorous (p), chlorine (cl), and calcium (ca). These elements along with the visual characteristics suggest the white particle is a calcium-based mineral. The exact identity is unknown. A review of the fms pack materials indicates calcium is not part of the product. Based on the available information, the potential source is from the customer's surgical suite, however, this cannot be confirmed. The root cause of customer's complaint could not determine conclusively the exact identity and source of the material related to the customer experience. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this event. In-process controls are established to ensure each final assembly is verified that all required tests have been performed and all acceptance criteria are met prior to release. Complaints are continuously monitored to identify product and/or process areas where debris is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing and maintaining clean work areas. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that white foreign body in the left eye during cataract surgery with intraocular lens implantation surgery and it was removed during sculpt phase of phacoemulsification. While aspiration the foreign body in to the cassette, caused occlusion. Hence cassette had to reprime to work. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).